Event description:
It was reported that during an unknown procedure, the device fired malformed staples. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining 16 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. No batch record review could be performed as no lot number was provided.